Event description:
Explanting physician reported rupture of device and later confirmed no complaint against the device of a non-allergan device. The device has been explanted. Left side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).